Event description:
It was reported by service report that the bed was stuck in high height and the fowler was going up and down by itself. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Footboard cable shorted out.